Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report that the collar broke off of the tubing set was not confirmed. Visual inspection observed that the suspect set¿s distal male luer assembly spin-loc locking hub was located down the set¿s tubing away from the set¿s male luer component, (described by the customer as ¿the collar broke off¿). To prepare the set for testing the set¿s spin-loc locking hub was moved back over the male luer component. Functional and pressure testing was performed; no issues were observed. The root cause has been verified as an ¿as per designed¿ operation of this administration set¿s male luer. The design of the male luer used on this administration set allows the spin-loc locking hub component to be pulled past the male luer component and onto the set¿s tubing. There was no fault found with these administration set¿s male luer assemblies.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the collar broke off on 2 different tubing sets while connected to a patient during a bone marrow transplant. Although the patient did not receive all of the stem cells that was required, there was no report of patient harm.